Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 25 miu/ml hcg urine cutoff control and 100 miu/ml hcg control, all results were positive at read time. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2015, an email was received from the distributor reporting that a customer alleged a potential false negative hcg urine test on the icon 25 hcg (combo cassette). The patient tested positive on an over-the-counter pregnancy test and negative on the icon 25 hcg (combo cassette). The patient's serum was sent to labcorp for quantitative analysis. The serum was positive at 75 miu/ml. A retest was not performed and the nurse who performed the test, according to the customer, did not remember details about the internal control. There was no reported adverse patient sequela. There was no additional information provided.